Event description:
A report was received that alleges that the tracheostomy tube was used on a patient for 9 days when the tracheal tube cuff became deflated. No incident related medical sequelae reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.